Event description:
It was reported that the device showed all three (attention, charge pak and wrench) icons and it would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance. F/u with the reporter found that the customer removed the device from service and purchased a replacement defibrillator. The device was not returned to physio for evaluation, therefore, the cause of the reported failure could not be determined.